Manufacturer narrative:
The returned device was evaluated. There was blood observed on the adhesive pad and inside the cannula window. The exposed portion of the soft cannula was found to have a kink and be stretched such that it was out of specification. Cause and timing of the soft cannula damages, or their relation to the bleeding, could not be determined. No other damages or defects found with the device or download data. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that their blood glucose (bg) values reached 292 mg/gl. The patient reported bleeding at the insertion site. The patient changed out the pod. The pod was worn between 4 and 24 hours on the leg.